Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an open blister underneath one of the rear therapy electrodes. During a follow-up the patient reported that the injury had not yet healed. It is unknown if the patient sought medical attention. Attempts to gather additional information were unsuccessful. The medical outcome of the open blister is unknown.